Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2026, the patient experienced shakiness, vomiting, and blurry vision. At that time the cgm reading was 300 mg/dl, and the blood glucose reading was 342 mg/dl. The patient was brought to the hospital (unknown how), and when a fingerstick was taken the cgm reading was 300 mg/dl while the blood glucose reading was 431 mg/dl. The sensor was removed and the patient experienced diabetic ketoacidosis (dka). The patient was admitted into the intensive care unit (ICU), where blood glucose levels were monitored every 15 minutes. The reporter was unable to recall any medications administered during hospitalization but confirmed that the patient received lantus and humalog as part of her treatment. The patient was discharged after 2 days on (B)(6) 2026. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid was taken upon arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.